Manufacturer narrative:
(B)(4). Patient weight unknown / not provided.

Event description:
It was reported that the cover screw fractured inside of the implant (B)(4). The doctor removed the implant and placed another in the same procedure. Also, both devices are sold in a bundle.

Manufacturer narrative:
One osseotite® tapered implant was returned for inspection with mating cover screw. The implant is significantly worn and contains debris about the threads. The cover screw is noted to be fractured, and the other half is caught in the implant drive feature. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i cover screws, it is recommended to torque at 10 ncm. A root cause for the complaint could not be determined. The following sections have been updated: date of this report; manufacturer; device expiration; UDI: (B)(4); contact office; manufacturer's contact office; date received by manufacturer; checked "follow-up"; checked follow-up type; changed "no" to "yes"; date of manufacture; entered evaluation codes.

Event description:
No further event information available at the time of this report.